Manufacturer narrative:
A complaint was received from the customer on (B)(6) 2016 regarding problems associated with their hemology analyzer. At the time, no issues with merge lis software was identified by merge support. A second complaint was received from this customer on (B)(6) 2016 regarding problems with patient results. In light of additional information revealed during this investigation by merge support, the issue of intermixing of results between runs on the lab's hematology analyzers was identified. Based upon the available information obtained from the investigation, the issue was identified in run based instruments with test results built as not required. The problem is occurring when partial tests are performed and verified. The issue occurs when items that are null or missing values from the modalitie's results are sent to merge lis. To prevent the issue from reoccurring at the customer site, support made all test results required for the customer's test. If the instrument returns a null value for a result(s) field, the customer must enter "s" to suppress the value and prevent results from another run populating the blank field(s).

Event description:
Merge lis is a complete system for ordering, managing, and reporting a patient's laboratory work, from the time of order entry to the time the laboratory results are reported. On (B)(6) 2016, a customer contacted merge healthcare and alleged that there was a test results issue with partial reruns on run type instruments. After receiving questionable results in the first run of a test performed on the lab's primary hematology analyzer, a second rerun was performed on the lab's secondary hemology analyzer. The second analyzer provides less result values than the initial analyzer provides for this test and returns a null or blank value for the missing results. When the rerun was verified, the software automatically populated the null fields with data present from the initial run for those null fields. Intermixing of results between runs is not apparent to the user when verifying results. Inaccurate lab results reported or associated with a patient could potentially lead to an incorrect diagnostic evaluation resulting in unnecessary or inappropriate treatment. (B)(4).

Manufacturer narrative:
Merge healthcare conducted an internal quality investigation and determined this issue to be a reportable recall that was reported to the FDA under merge recall 2183926-03/23/2016-070-c. The coresponding FDA number is z-2628-2017. The issue of incorrect, repeat test results being accepted when results are verified, was identified in run based instruments with test results built as not required. The issue occurred when a rerun of instrument a tests, were performed on instrument b. Instrument a and b both have some tests in common, and when some of the results were not present in the result field from the first run, instrument b's results from the rerun filled in the empty field instead of remaining in the second run column with the results from instrument b. This failure mode was identified from an unusual configuration at a single customer site. The customer was performing testing on two separate instruments, which provides for two different sets of result data with tests in common, and then utilized a single worklist for both instruments to capture and verify the data. Good laboratory practice should not allow for the mixing of different results from separate instruments into a single worklist. This issue would not have occurred in the scenario above, if the customer had 2 separate worklists for both instrument a and instrument b. Through merge healthcare's quality investigation, it was determined a deficiency in the code was allowing null or missing results from run-based instruments, to intermix between runs. Correct functionality would be to report only the results from a single run and not to intermix results from two runs even though there may be a null (blank) field in the first run. Code modifications were implemented to properly manage null or blank values from the instrument when verifying results and prevent the crossover of results between runs. This failure mode had gone undetected by merge healthcare because this particular use case scenario and improper configuration had not been specifically considered in the requirements or use cases for the product. The code deficiency was corrected in merge lis v. 4.1.5 released april 29, 2016. Customer was upgrade to merge lis software version 4.1.5 on june 29, 2016.